Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual assessment was performed after disinfection. A kink/elevator mark was noted near the distal end. As received, the working channel sleeve protruded, confirming the complaint. The tips of the protruding sleeve were frayed. Maximum working channel sleeve protrusion was noted when the small knob and large knob were articulated counterclockwise. The distal tip was cut. The distal cap was removed. The working channel sleeve protruded from the pebax. The catheter was cut open using the cutting fixture. The working channel sleeve still protruded from the pebax. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no other  complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the hilar bile duct during a peroral cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when an angle was applied at the hepatic duct, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the device detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.